Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders was not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple orders was not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the customer had a connectivity issue. A technical support specialist rebooted the care coordination engine was during scheduled epic upgrade and downtime to resolve the issue, and the customer manually re-send or re-verified messages as needed after connectivity was stabilized.